Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated patient tested 7.1 inr on the coaguchek xs plus system while a comparison lab returned as 4.6 inr. No treatment required. No adverse event reported. Requested return of suspect system and replacement was sent.